Event description:
Same case as MDR ID# 2134265-2012-07044. It was reported that during an axillary artery stenting treatment procedure a guide wire became stuck. Vascular access was obtained via the femoral artery. A .035 zipwire guide wire was advanced to the target lesion in the subclavian artery in the left arm. During an attempt to advance an epic self-expanding nitinol stent delivery system (sds) to the target lesion, the sds became stuck at the mid portion of the zipwire guide wire. Flushing was performed and the epic self-expanding nitinol sds was pulled back slowly and gently but was unable to remove. As a result, the epic self-expanding nitinol stent "flowered" and was impossible to deploy normally. The epic stent remained partially deployed and was removed together as one unit with the zipwire guide wire. The procedure was completed with another zipwire guide wire and epic self-expanding nitinol sds. No patient complications were reported and the patient's status is listed as stable.

Event description:
Same case as MDR ID# 2134265-2012-07044. It was reported that during an axillary artery stenting treatment procedure, a guide wire became stuck. Vascular access was obtained via the femoral artery. A .035 zipwire guide wire was advanced to the target lesion in the subclavian artery in the left arm. During an attempt to advance an epic self-expanding nitinol stent delivery system (sds) to the target lesion, the sds became stuck at the mid portion of the zipwire guide wire. Flushing was performed and the epic self-expanding nitinol sds was pulled back slowly and gently but was unable to remove. As a result, the epic self-expanding nitinol stent "flowered" and was impossible to deploy normally. The epic stent remained partially deployed and was removed together as one unit with the zipwire guide wire. The procedure was completed with another zipwire guide wire and epic self-expanding nitinol sds. No patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device presents indications of bending overload and tensile loading manifested in bend damage over the distal 56cm. No other damage or inconsistencies are noted to the specimen at this time. The specimen coating appears visually worn and abraded when examined. The visual and tactile surface appearance of the specimen is visually worn and abraded. Microscopically the specimen coating appears to be smooth and consistent with extensive wear and abrasion, consistent with a clinically exposed device. Except where noted, the specimen device appears visually and dimensionally correct. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).